Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated that about a week ago they were on an escalator and fell back into the escalator. Caller stated they think the stimulator may have been damaged in the fall. Caller added that since the fall they have not been able to charge the implant and have been unable to connect to the implant with the patient programmer. Caller noted that they have been having a hard time sleeping because of the pain and can't control it, so they have to take percocet. Caller confirmed the screen they were seeing on both the recharger and programmer was poor communication. Caller said the last time they were able to charge the implant was before the fall so now the implant is definitely depleted. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller stated they have a pain management doctor which they were currently at the office for an appointment for.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.